Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
A device was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the power management board was replaced due to a test step failure. The component was returned to the quality investigation lab for evaluation. The power management board was evaluated and a malfunction of the board was confirmed.